Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The patient had a couple of premature ventricular contraction's that were occurring right at the end of charge end. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.